Manufacturer narrative:
A ge service representative performed an on site investigation. A repair quote was issued to the customer and a response is pending.

Event description:
The customer reported that the system displayed an overload fault error message and an alternate system was required to continue the exam. This error message will cause the system to shut down. There is no report of patient injury associated with this event.